Event description:
It was reported that the customer experienced blood at site. And also reported that the sensor glucose vs. Blood glucose, and received calibration not accepted and cannot find sensor signal. The event involved product(s) mmt-7040c1. The customer's sensor glucose value was 2.8 mmol/l and the blood glucose value was 10 mmol/l at the time of the incident. The difference between sensor glucose and blood glucose was not within the acceptable range. No further patient complications were reported. No product return is required for mmt-7040c1.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.